Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. First mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician, the slda due to the pre-existing patient anatomy of thin and tethered leaflets. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4+ functional mitral regurgitation (mr), and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. First mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Per the physician, the slda due to the pre-existing patient anatomy of thin and tethered leaflets. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.